Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. See manufacturing report number 1415939-2017-00210 for lot 75007m800.

Event description:
The customer observed falsely elevated ca125 results on the architect i2000sr analyzer. The following data was provided for one (B)(6) year old postmenopausal female patient with one ovary removed previously: with lot 74016m800 initial > 1000.0, repeats 1010.9, > 1000.0, 1024.5, with lot 75007m800 initial 972.7, repeats 117.2, 64.6, 31.8, 12.7, 613.1, 380.7 and 121.3. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.